Event description:
(B)(4). I have had severe pain in my abdomen. My periods were/are horrible. They come and go as they please. There was a time when I bleed for 3 weeks out of a month. I am fatigued. My back is in pain. I am now scheduled to have a hysterectomy due to these issues.